Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failures alarm while changing the reservoir. The customer's blood glucose level was 12 mmol/l at the time of the incident. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The insulin pump did not pass the self-test. The customer was advised to revert to backup plan per the healthcare professional¿s instructions. The device will be returned for analysis.

Manufacturer narrative:
Pump error 63 alarm confirmed in the pump history and during self test due to broken trace.